Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that she received a battery warning and changed the batteries earlier that evening, and then during the call with customer technical support (cts) the pump alerted to low battery. The patient stated that the previous low battery warning had been on the meter, but she replaced the batteries in both the meter and the pump at that time. Cts reviewed the pump history with the reporter and noted that the pump had emitted a low battery warning on (B)(6) 2013 and then again on (B)(6) 2013. The patient stated that there were no replace battery alarms after the (B)(6) 2013 low battery warning, and stated she did not change the batteries at the time of the low battery warning on (B)(6) 2013 and continued to use the pump with the same batteries. There was no reported power loss associated with this issue. The patient denied any physical damage to the battery compartment or battery cap. This complaint is being reported because the reported battery alert issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.